Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a bibag burst during treatment. The bmt replaced both v100 and pressure transducer 110 to resolve the issue and no bibags burst after those parts were replaced. The patient on the machine needed to be moved to a different machine as they could not complete treatment on the machine in which the bibag had burst on. The patient's blood was not rinsed back to them prior to them moving to another machine. They could not tell me how many cc's were not rinsed back to the patient at this time. They confirmed the patient was able to complete treatment on the machine they were moved to.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine had a bibag burst during treatment. The bmt replaced both v100 and pressure transducer 110 to resolve the issue and no bibags burst after those parts were replaced. The patient on the machine needed to be moved to a different machine as they could not complete treatment on the machine in which the bibag had burst on. The patient's blood was not rinsed back to them prior to them moving to another machine. They could not tell me how many cc's were not rinsed back to the patient at this time. They confirmed the patient was able to complete treatment on the machine they were moved to.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.